Manufacturer narrative:
The device was received on 06/29/2016 and the device will be evaluated and inspected. At this time, there are no available results and conclusions. Once investigation is completed follow up report will be provided.

Event description:
The dentist reported that there were two screws that broke from the plastic abutment in the patient's mouth. It was noticed when the patient returned for her follow up appointment (B)(6) 2016 when the doctor tried to screw in the new permanent abutments and he noticed there were two pieces of screw stuck into the abutments on tooth #7 location and unable to retrieve them, they were covered with prosthesis until they could be retrieved . They were retrieved on (B)(6) 2016 and replaced with the perm mu abutment. The patient is reported to be doing "fine" and there was no serious injury. No infection, no pain, bone density 150-175 hu. No abnormal events or health conditions.